Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that on (B)(6) 2019 at 17:30 pm, the surgeon discovered during ward round that there was no urine discharged from the patient. A review of the balloon of the urethral catheter found that the sterilized fluids injected into the balloon could not be aspirated. The catheter was cut, however the fluids still could not be removed. The fluids were successfully removed by unclogging the catheter with a thin guidewire and piercing the balloon at around 19:00 pm. The urethral catheter was withdrawn successfully, and the patient was able to drain around 500 ml of urine without any hematuria. The patient allegedly experienced difficulty urinating and increasing pain due to the issue. The patient underwent a right femoral fracture resection and internal fixation in the operating room, during which a catheter was indwelled for urine drainage on (B)(6) 2019 at 9:00 am.

Event description:
It was reported that on (B)(6) 2019 at 17:30 pm, the surgeon discovered during ward round that there was no urine discharged from the patient. A review of the balloon of the urethral catheter found that the sterilized fluids injected into the balloon could not be aspirated. The catheter was cut, however the fluids still could not be removed. The fluids were successfully removed by unclogging the catheter with a thin guidewire and piercing the balloon at around 19:00 pm. The urethral catheter was withdrawn successfully, and the patient was able to drain around 500 ml of urine without any hematuria. The patient allegedly experienced difficulty urinating and increasing pain due to the issue. The patient underwent a right femoral fracture resection and internal fixation in the operating room, during which a catheter was indwelled for urine drainage on (B)(6) 2019 at 9:00 am.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. However, the potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/ collapse lumen/ sac close eye/ valve damage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged. Warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Do not aspirate urine through drainage funnel wall. Single use only. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient.". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.